Manufacturer narrative:
Product event summary - the full lead was returned and analyzed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead would not remain screwed into the rv due to movement. The rv lead was not used; a right atrial (ra) lead and a left ventricular (lv) lead were placed. No patient complications have been reported as a result of this event.